Event description:
Us complainant reported the patient was on impella support when the optical sensor became defective on the automated impella controller (aic). Staff reported there was no issues with the pump or motor. Aic was sent in for investigation. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Device analysis: this console was tested after arriving. Unable to reproduce the reported failure mode by running the console with the pump connected for more than 24 hours. From the 5s parameter obtained from the optical cavity test ((B)(4)), it was found that the gain value is high (2.6), which does not meet the criteria per section 23 of pm procedure (B)(4). Found that the purge door does not open due to the dextrose deposit on the purge door hinge (unrelated to the reported failure). The root cause of the placement signal not reliable alarm was most likely due to the defective lamp. Before returning this console back to the customer, instructed to perform the following, replace the optical bench as a precaution (B)(4). Remove the purge door hinge and clean the dextrose deposit (B)(4). Replace the new spring and purge hinge collar (B)(4) if it is hard to clean. Lubricate the purge door hinge and install it to the aic per the assembly procedure (B)(4). Perform sections 10, and 23 of the pm procedure (B)(4). Perform a full functional check on the console and optical system (B)(4). A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.